Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addrl1 ipg implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that upon reviewing a remote transmission, the electrogram (egm) was shown to be continuous from atrial egms to vent ricle egms. Lead noise was suspected. The patient had a recent ablation procedure done, and it was decided to have patient return for further lead testing. The right atrial and right ventricular leads remain in use. No patient complications have been reported as a result of this event.